Event description:
The rotator of the stopcock broke during fourth infusion. Procedure was an abdominal angiography with injector settings at: flow: 1.4 ml/sec, volume: 12ml. Actual pressure when incident occurred was 530 psi. The procedure was completed safely. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device was not returned for eval. The complaint was not confirmed. Based on similar complaints, it is suspected that the rotator may have separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. The root cause of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval method: eval based off of similar complaints, device history record was reviewed, complaint database was reviewed.